Event description:
It was reported during an atrial appendage closure procedure, the physician punctured the right atrium with a sjm sl1 introducer (model, lot unknown) resulting in a pericardial effusion and tamponade, requiring surgical intervention. The physician was trying to advance the sheath into the right atrium and intended to pull back the device, but pushed it forward instead. The puncture resulted in a pericardial effusion and tamponade. The effusion was resolved by a pericardiocentesis and the pt was brought to cardiac surgery to close the leak in the right ventricle. The pt is currently in stable condition.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. A DHR could not be done as the lot number was not provided. If the device is received or additional information becomes available, a supplemental medwatch will be filed.